Event description:
Caller reported a cartridge alarm issue with the pump, specifically cartridge alarm 20, leading to a high blood glucose value being displayed, although the specific value was unknown. Correction was made by the customer through a manual injection and bolusing, and no third-party assistance was required. Despite the issue not occurring during the loading process, it had happened previously, leading to tandem technical support deciding to replace the pump. The customer was advised to use manual insulin delivery temporarily and received instructions on replacing the pump.